Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to an allegation of fracture. The patient was experiencing high impedance measurements. The lead was replaced with a new endotak lead.